Event description:
A customer contacted beckman coulter inc., (bec) claiming that they tested patient samples on access 2 immunoassay system for total t4 and patient results are recovering lower than normal. Twenty four patient results were sent to bec; however, all results are within their normal reference range. No correlation results were received. The customer stated one patient had resulted below the normal reference range. The sample was sent to (B)(4) for confirmation, where it recovered higher, within the normal reference range. Per customer, this sample was run at their laboratory on (B)(6) 2011. The results were reported out of the lab. There were no reports of patient injury requiring medical intervention or change to patient treatment attributed to or connected to this event.

Manufacturer narrative:
System checks indicate instrument performance has been within specifications. The customer had been using calibrator lot 019818 prior to (B)(4) 2011. The customer had received the product corrective action letter regarding this lot number and discontinued using calibrator lot 019818 on (B)(4) 2011. Service was not dispatched for this event. Total t4 calibrator information: p/n (B)(4), lot number: 019818, date of manufcature: november 10, 2010, expiration date: october 31, 2011.